Event description:
It was reported that the device failed to separate from the delivery catheter during implant. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.